Manufacturer narrative:
(B)(4). Additional information received: the complaint was on the metal pan which I thought was called the sled. And the 4 cartridges got mixed up, and I decided to return all of them for analysis. The 4th was used to complete the case. The complaint was on the metal pan which I thought was called the sled. And the 4 cartridges got mixed up, and I decided to return all of them for analysis. The 4th was used to complete the case. The analysis found that the plee60a device was received in good visual condition and with four cartridge reloads present. Cartridge (b) gst60d, m54499 was received unfired and in good visual conditions. Cartridge (c) gst60d, m54499 was received fully fired and in good visual conditions. Cartridge (d) gst60d, m53z9n was received fully fired and with the cartridge pan dislodged. Cartridge (e) gst60d, m5416d was received fully fired and with the cartridge pan dislodged. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric sleeve procedure, the device worked fine on the first firing with a black cartridge. After the second, third and fourth firings the scrub tech noticed the sled had separated from the gold cartridge and was stuck in the device. The scrub tech was able to remove the sled from the device while maintaining sterile conditions. After the fourth firing, another like device was pulled and used to complete the procedure. Buttressing was not used in the procedure, but ky lubricant was applied to each cartridge after loading and removing the cartridge retainer, per the surgeon's instructions. There were no adverse consequences for the patient.